Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw materials testing, manufacturing process and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the sample was returned. The distal tip was returned detached from the catheter, with 2.2cm of the core wire. The overall length of the detached distal tip with core wire was 2.4cm. The distal end of the catheter was jagged at the location of the detachment. The core wire remaining within the catheter was measured to be 142.2cm. No other anomalies were noted to the catheter. Functional/performance evaluation: no functional testing could be performed due to the catheter detachment. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: image/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a tip detachment, as the metal tip was returned detached from the catheter. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. It is possible that the improper positioning of the guidewire during activation contributed to the tip detachment. Per the reported event details, the tip of the guidewire was not withdrawn into the distal tip of the crosser prior to activating the crosser. Labeling review: the current instructions for use (IFU) states: adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: for the crosser catheters 14p, 14s, and s6, access lesion with standard 0.014¿ (0.36 mm) guidewire. Advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately 2 minutes and 40 seconds of activation, the core wire of the recanalization catheter allegedly broke and detached within the posterior tibial artery. Reportedly, medical intervention (use of a snare device) was needed to remove the detached core wire segment. It was further reported that balloon angioplasty was performed to successfully complete the procedure. There was no known impact or consequence to patient.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 2 minutes and 40 seconds of activation, approximately, the core wire of the recanalization catheter broke and detached within the posterior tibial artery. Reportedly, medical intervention (use of a snare device) was needed to remove the detached core wire segment. It was further reported that balloon angioplasty was performed to successfully complete the procedure. There was no known impact or consequence to patient.